Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation. This reported event was received late by complaint management from teleflex (B)(4).

Event description:
It was reported that while in the operating room the intra-aortic balloon (iab) was inserted via the patient's right femoral artery. The intra-aortic balloon pump (iabp) was in autopilot mode and after 15 minutes of iabp therapy the pump suddenly stopped. It was noted that the user noticed this problem right after the pump stopped and exchanged the pump with another pump. There was no reported patient death, injury or complications. Iabp therapy was not delayed or interrupted. There was no reported medical / surgical intervention required. No harm was reported to the patient. The patient outcome is listed as good.

Manufacturer narrative:
(B)(4). Additional information received 26jan2016 stated that the battery on the intra-aortic balloon pump (iabp) was fully charged. The pump did not alarm / ring before it turned off. The second pump was near the patient and the exchange of the pump went well. There were only a few minutes of a delay in iabp therapy until the second pump was on the patient. Evaluation: no parts or recorder strips were returned for evaluation at the teleflex (B)(4). A device history record review was conducted for the iabp and power supply lot number / serial numbers with no relevant findings. The devices passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "and after 15 minutes of iabp therapy the pump suddenly stopped." Is confirmed by teleflex (B)(4). The pump was checked by teleflex (B)(4) technician and found the power supply cable was loosely crimped. The cable connectors were then tightened and this resolved the issue. The cause of the reported complaint cannot be determined.

Event description:
It was reported that while in the operating room the intra-aortic balloon (iab) was inserted via the patient's right femoral artery. The intra-aortic balloon pump (iabp) was in autopilot mode and after 15 minutes of iabp therapy the pump suddenly stopped. It was noted that the user noticed this problem right after the pump stopped and exchanged the pump with another pump. There was no reported patient death, injury or complications. Iabp therapy was not delayed or interrupted. There was no reported medical / surgical intervention required. No harm was reported to the patient. The patient outcome is listed as good.